Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) device screen became frozen.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h3, h6 (type of investigation, investigation findings, investigation conclusion, component codes), h11. Corrected fields: d4 (unique identifier (UDI)#). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found faults 63, 78, 100, 111, 112, 113, 116, and 118 in the logs. The touchscreen was working intermittently. The fse replaced the display assembly (with coiled cord) (0997-00-1181). The fse performed calibrations, functional testing, and safety testing to factory specifications. The iabp was returned to the customer.

Event description:
N/a.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) device screen became frozen. There was no patient involvement.